Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) read high (>500 mg/dl) while wearing the pod on the leg. The pod reportedly fell off the infusion site, causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
Additional information was provided with the pod's lot and sequence number.updated d4: updated lot number from unavailable to l45700. Updated serial number from unavailable to (B)(6). Updated expiration date from unavailable to 10/12/2021.